Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tubes had microclots when analyzing the tubes that led to false positive troponin t results. In some cases there was additional investigation or treatment, but no specific information was shared related to the type or severity of treatment.

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tubes had microclots when analyzing the tubes that led to false positive troponin t results. In some cases there was additional investigation or treatment, but no specific information was shared related to the type or severity of treatment.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sample quality or erroneous results as all samples met specifications. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample quality or erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus, blood collection tubes had microclots when analyzing the tubes that led to false positive troponin t results. In some cases, there was additional investigation or treatment, but no specific information was shared related to the type or severity of treatment.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sample quality or erroneous results as all samples met specifications. Certain assays, in this case hstnt, are not validated in bd clinical laboratory protocols. Therefore, we are at the present time, unable to perform further internal clinical testing. This complaint is not confirmed with respect to erroneous results-hs troponin t. Complaints for sample quality (inclusive of poor plasma) are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample quality or erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.